Event description:
It was reported that this patient was hospitalized due to an inappropriate stored untreated episode on this subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was determined that the episode was due to oversensing of non-physiological noise in the primary vector. This was resolved after troubleshooting including provocative maneuvers by reprogramming to the secondary vector. Sense b noise was suspected. Technical services (ts) analyzed device episode data and advised that x-rays be performed. No adverse patient effects were reported. Currently, this s-ICD system remains in service.